Event description:
The surgeon reports that the implanted skyline variable self-drilling screw was backing out from a skyline cervical plate. Revision surgery was scheduled for (B)(6) 2014. It was reported that the screw is not being returned for evaluation. However, a concomitant device uniplate 2 cam tightener torque handle is being returned for evaluation.

Manufacturer narrative:
As indicated on the initial medwatch report, the skyline screw was not returned for evaluation. A review of the device history record could not be performed as no lot number is unknown. Without the lot number, a review of the manufacturing records cannot be completed. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. Complaint trends will continue to be monitored as part of post market surveillance activities. The returned concomitant device torque handle was tested for effectiveness and met specification requirements. As the skyline screw was not returned for evaluation, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If the screw becomes available, the complaint file will be reopened and the screw may then be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation